Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the implant date of the pump was on (B)(6) 2024. The serial number of the pump was provided. The health care provider associated with the event was also provided. The pump was still in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) regarding a patient with an implantable pump. It was reported that the rep was contacted last friday ((B)(6) 2025) about a pump that had entered telemetry mode following magnetic resonance imaging (MRI). During the filling phase of the pump, they were able to confirm that the residual volume was consistent with the expected volume. The patient reported no effects from underdosing. Due to the low flow rate, the pump found that the engine resumed functionality a few hours after the first interrogation made in the clinic. The rep explained to the doctor that it was always necessary to interrogate the pump at the end of each MRI to make sure that the pump is not in telemetry mode and that the engine had resumed its normal operation.